Event description:
A customer reported a tandem mobi cartridge alarm during the load process, which had been previously reported with this pump serial number. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and arranged to replace the pump. The customer was provided instructions for putting the pump into storage mode, advised on steps for the replacement pump, and instructed to return the problematic pump to tandem. The customer acknowledged and understood the instructions provided.